Event description:
It was reported that a elc60 and eru60 were used during a lobectomy. It was reported by the affiliate that when the instrument was used for the third time, it failed to cut properly and in this case it also influenced the normal usage of the stapler. Pt received an extended incision.